Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. The instructions for use includes the following statements, by following which the issue can be detected: inspecting the lid and packing ·the lid is not cracked, broken, or otherwise damaged

Manufacturer narrative:
Per the customer, the device was a brand new delivered on (B)(6) 2021, and installed on (B)(6) 2021. The exact event date is not known, but the event took place in the week of (B)(6) 2021. Customer feels there is a likelihood of the device having had a rough delivery experience which might have led to a hairline crack in the lid, which was not observed. With one week of use, the hairline crack became noticeable. As soon as the crack was noticed, the machine was taken out of use and the technician called. The staff is trained and experienced in the use of the device. The field service engineer (fse) went on site to repair the cracked lid of the device. Fse replaced plastic lid and tested the device. Equipment repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required.

Event description:
As reported for this event, during reprocessing a crack was observed in the device lid. There is no patient involvement.